Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the unit has no alarms, the pilot valve is sticking, and the sieve beds leak.